Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis nurse requested a replacement liberty select for the peritoneal dialysis patient. It was reported to technical support that the patient is having drain issues. The patient drained out a very large amount of fluid. Treatment data was provided and assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred during drain 4 where 4868ml drained. This drain is 203% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. A 180% of the prescribed fill volume of 2400ml is 4320ml. Therefore, a reportable malfunction has occurred. Follow up with the patient¿s pdrn indicated that the patient did not experience any complications as a result of the alleged event. The patient completed treatment with continuous ambulatory peritoneal dialysis and resumed treatment on the replacement cycler. The liberty select was replaced.

Event description:
"."

Manufacturer narrative:
The reported complaint symptom (dv > 200% of fv)) was not confirmed. A visual inspection of the returned cycler exterior showed no signs of physical damage. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test passed. The valve actuation test passed. The load cell verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.